Event description:
It was reported that during an attempted implant, the tip of the right ventricular (rv) lead appeared to be bent between the ring electrodes and the rv coil electrodes. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal end/electrodes of the lead were bent.